Event description:
It was reported that the fowler gas spring was leaking and the fowler was stuck in the up position. It was reported that there was no patient involvement and there were no adverse consequences associated with the reported issue.